Event description:
Home patient (hp) reports respiking used solution bag onto already spiked homechoice set, after accidently disconnecting this bag with their foot. Baxter technician assisted hp in ending treatment. No patient injury or medical intervention required per rn.